Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported when they go from sitting upright to laying down and lays flat on their back it is like putting a finger in a light socket. Patient reported when laying down the pulse jumps on them so they have to turn off the stimulation before laying down to avoid stimulation going up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that he needed an adjustment and that the device was not working. The patient had a battery change on (B)(6) 2016 which was supposed to make it so that when he changed positions, the pulse would not change. The patient stated that ¿it¿ does not work and now it goes way up. Nothing has been done to resolve the stimulation going up when the patient lies down, and the patient turns the stimulator off when he lies down as an intervention.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation on (B)(6) 2016. It was reported that when the patient changes positions, his stimulation changes. When the patient lies back in his electric recliner, the pulses go up. The patient couldn¿t find his patient programmer to troubleshoot. This was noted as occurring the day prior to the report.

Event description:
Additional information was received from the patient. It was reported that their stimulation changes, and jumps from standing to laying down positions. Adaptive stimulation was not enabled. Groups b-d had been up to 4 volts, which was higher than their previous implantable neurostimulator (ins) devices, and they could feel stimulation down their legs or center of back. This had started date of implant. It was also reported the patient had "spikes" if they turned their head the right way. Sometimes the patient would fall asleep in their recliner and if they lied back, the stimulation seemed really high. It was noted that the patient had a follow up appointment with neurology but didn't intend on going back as they didn't think it was run well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated he feels a tingling sensation that feels like bugs crawling over his legs for over a year. The patient stated that his new ins gives a sensation in his legs. The patient saw his primary care physician and he thought it was diabetic neuropathy. The patient stated that after implant was in hospital for 2 days and because of that the health care professional (hcp) would not let patient take medications there. Patient did not provide clarification. The patient stated he did try turning device off for 2 weeks about 3 weeks and that did help. Patient states that the other day "stimulation jumped up on him while walking". Patient indicated that sometimes he does not feel it and other times he does. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that implant was not helping with his pain since it was put in. Patient said he cannot get the machine to work and he was in more pain now than before. Patient reiterated stimulation was set up to go down his left leg and it gave sensation in his leg like bugs were crawling on it like diabetic neuropath, but it was not. If he turns up stimulation for his pain, it goes down his leg which is not right. Patient got sick of issues and stopped using stimulator for 6 months but kept charging it. Patient can still charge, but it takes a lot longer to charge than previous implants, like 4-5 hours. Patient said it will show all black battery but it won't be fully charge. Patient mentioned his patient programmer eats batteries quickly like every 2-3 weeks. No further patient symptoms or complications were reported in this event.